Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed a right ventricular lead perforation and pleural effusion. The physician also complained that it was difficult to tell when the helix was deployed on fluoroscopy, and that it required multiple turns. The lead was repositioned and is still in use. The patient recovered fully. No further patient complications have been reported as a result of this event.